Event description:
The valve was explanted due to paravalvular leak. During explant, a forceps was used to remove the valve. Upon removing the valve, it was noted that a portion of the leaflet was missing. Part of the leaflet was retrieved; however, another portion was missing and could not be located. It is believed the leaflet fractured during explant and the missing portion remains in the pt.